Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder cuff repair surgery, when use the wand for stemming the bleeding, the surgeon found missing metal gasket at the head of cutter. After saline solution washout for many times, the small metal pieces was not found. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.

Event description:
It was reported that during a shoulder cuff repair surgery, when use the wand for stemming the bleeding, the surgeon found missing metal gasket at the head of cutter. After saline solution washout for many times, the small metal pieces was not found. It is unknown if a delay happened and if a backup device was available. No patient injuries were reported.